Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a robot-assisted distal pancreatectomy, during pancreatic resection, the firing stopped midway. Pressing the firing button would not advance the knife further. Since the physician wanted to complete the firing, the manual adapter tool was used to advance the firing to the end. After reconnecting the adapter and the handle, the knife was slowly returned, and the jaws opened, so release was performed from the pancreas. However, after that, when trying to return to neutral position, the articulation did not return to normal. The manual adapter tool was used again to return to the neutral position, and it was removed from the trocar. The surgical time was extended for 20 to 30 minutes. There was no patient injury.